Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer representative reported that the patient experienced a loss or change of therapy. The device helped only the first 3 months after it was implanted and then it just quit working all of a sudden in (B)(6) 2015. It did not stop, but stopped doing anything and helping with symptoms. The patient wet all over themselves and it just poured and they were sick of it. Since implant the patient felt stimulation whenever they programmed them at their health care provider's (hcp's) office, but then they left the hcp's office and did not feel it anymore. The patient also had urinary tract infections (utis) and they had been on and off all the time. The patient was taking antibiotics that they did not think it would ever do them any good. The patient had utis on and off throughout the year, but it got worse in (B)(6) or (B)(6) 2015. The patient was sick the whole time from (B)(6) to (B)(6) time and had been on antibiotics. The patient kept having utis and couldn't get rid of them. The patient went to see their hcp on (B)(6) 2015 and had another uti and was on antibiotics again. The hcp and manufacturer representative couldn't get together before christmas and would redo the device after christmas. The patient kept getting utis and they couldn't redo it when the patient had utis. Someone at the clinic would send the culture to their hcp to see if they wanted to go ahead and redo the device, but they didn't call the patient back. The manufacturer representative had not seen the patient, but got a call from the hcp's office about scheduling a replacement for the patient. The patient was tentatively scheduled for replacement on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.